Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain, stabbing pain on the right side of abdomen"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue") and menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced cervical polyp ("cervical polyps"), allergy to metals ("nickel allergy") and contusion ("she noticed the bruising within the last 2 years") and was found to have fibroma ("fibroid tumor"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain and abdominal pain had resolved and the menorrhagia, abdominal distension, abnormal weight gain, coital bleeding, fatigue, menopausal symptoms, cervical polyp, fibroma, allergy to metals and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, back pain, cervical polyp, coital bleeding, contusion, fatigue, fibroma, menopausal symptoms, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she noticed the bruising within the last 2 years. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received event "she noticed the bruising within the last 2 years" was added. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 08-jul-2016: quality safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up information was received on 05-jul-2016 from media monitoring. She has 4 kids and the pill was affecting her blood pressure so she had essure device implanted for permanent birth control. Shortly after surgery the patient reported experiencing menopausal symptoms as well as stabbing pain on the right side of abdomen. The patient said she experienced bleeding after intercourse. Her doctor ordered a transvaginal ultrasound, which showed cervical polyps and a fibroid tumor growing outside of the patient's uterus and she arranged surgery to have it removed. She also reported essure nickel allergy, because on (B)(6) her husband gave her a watch and after wearing it for 2 weeks she had a circular rash from the metal on the watch, so she realized she was allergic to nickel. She was wondering what essure was doing to her body. She felt 100% better after a total hysterectomy, all the pain was gone. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. Plaintiff underwent a d&c (dilatation and curettage), but unfortunately it did not resolve her symptoms. About 2 years and 11 months after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. She felt 100% better after a total hysterectomy, all the pain was gone. This event is listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required.additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain, stabbing pain on the right side of abdomen"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue") and menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced cervical polyp ("cervical polyps"), allergy to metals ("nickel allergy"), contusion ("she noticed the bruising within the last 2 years") and abdominal pain lower ("mild cramping") and was found to have fibroma ("fibroid tumor"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain and abdominal pain had resolved and the menorrhagia, abdominal distension, abnormal weight gain, coital bleeding, fatigue, menopausal symptoms, cervical polyp, fibroma, allergy to metals, contusion and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, back pain, cervical polyp, coital bleeding, contusion, fatigue, fibroma, menopausal symptoms, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she noticed the bruising within the last 2 years. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- lower abdominal pain, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain, stabbing pain on the right side of abdomen"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue") and menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced cervical polyp ("cervical polyps"), allergy to metals ("nickel allergy"), contusion ("she noticed the bruising within the last 2 years") and abdominal pain lower ("mild cramping") and was found to have fibroma ("fibroid tumor") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery. Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain and abdominal pain had resolved and the menorrhagia, abdominal distension, abnormal weight gain, coital bleeding, fatigue, menopausal symptoms, cervical polyp, fibroma, allergy to metals, contusion and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, back pain, cervical polyp, coital bleeding, contusion, fatigue, fibroma, menopausal symptoms, menorrhagia, pelvic discomfort, pelvic pain and vitamin d decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she noticed the bruising within the last 2 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain, stabbing pain on the right side of abdomen"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue") and menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced cervical polyp ("cervical polyps"), allergy to metals ("nickel allergy"), contusion ("she noticed the bruising within the last 2 years") and abdominal pain lower ("mild cramping") and was found to have fibroma ("fibroid tumor") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain and abdominal pain had resolved and the menorrhagia, abdominal distension, abnormal weight gain, coital bleeding, fatigue, menopausal symptoms, cervical polyp, fibroma, allergy to metals, contusion and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, back pain, cervical polyp, coital bleeding, contusion, fatigue, fibroma, menopausal symptoms, menorrhagia, pelvic discomfort, pelvic pain and vitamin d decreased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media; she noticed the bruising within the last 2 years. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received : event vitamin d low was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff/plaintiffs family in united states on 13-jun-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, bleeding after intercourse, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In an effort to resolve her symptoms, plaintiff underwent a d&c (dilatation and curettage) in or around (B)(6) 2015, but unfortunately it did not resolve her symptoms. On (B)(6) 2015 plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. Plaintiff underwent a d&c (dilatation and curettage), but unfortunately it did not resolve her symptoms. About 2 years and 11 months after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. This event is listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.